Manufacturer narrative:
As received, the device had both atrial and ventricular lead types listed as uncoded. Review of the device image indicated the atrial and ventricular outputs were not yet configured in the field. After programming the device to nominal settings, electrical and mechanical tests were performed and indicated normal device functionality. Output verification tests were performed and no anomalies observed. Interrogations were performed successfully on various programmers with different software versions. The device repeatedly passed telemetry open-channel tests on three different programmers. The reported event of failure to interrogate with an error message was not confirmed.

Event description:
During a pacemaker replacement procedure, the device would not pace. The device was interrogated and an error message displayed on the programmer. The patient was pacemaker dependent; however, he or she experienced no adverse consequences and was stable. A new pacemaker was implanted.